Event description:
It was reported that pump battery depleted too quickly, although this did not lead to pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer¿s father planned to perform 24-hour test on pump. There was no additional information provided.